Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: the caller stated that there was some problem with the trial that the physician was conducting on a patient with a boston scientific 2x16 contact trialing system, and the physician wanted to know if there was a way to connect the leads to an (B)(6) system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).